Event description:
The reporter indicated that the patient was coming in for a follow-up. The initial itp screen was missing and did not print out, however, the nurse notice this and printed out the screen separately. After the follow-up, the final itp was fine. The patient is scheduled for another follow-up in january.